Manufacturer narrative:
(B)(4). This complaint for the report of use error-break in aseptic technique, which caused peritonitis, is confirmed. The cause of the use error was not determined. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of a break in aseptic technique, which caused peritonitis. It was reported that a break in aseptic technique occurred at a hospital, described as the hospital took the transfer set off of the patient and put the set in a plastic bag before putting the set back onto the patient. As a result, the patient experienced peritonitis and was hospitalized for the event. Treatment for the event included unspecified antibiotics. Peritoneal dialysis therapy was ongoing. The patient was discharged from the hospital and was recovering from this peritonitis event.